Event description:
The complaint/event involved a single transpac® it monitoring kit w/ 104" red stripe tubing. The tubing reportedly separated from a connector on the device. The disconnection was at the weld between the pipe and the screw bit. The tubing was immediately replaced. The disconnection was noticed after a few minutes. No physical default was identified on the device before use. There were no cuts, tears or holes on the device. There was a delay in set up and to the start of surgery. There was a blood loss of 50 ml. There were no clinical consequences because the caregivers noticed the issue in time (just after a few minutes). However, the reporter stated that because the tube was connected to an arterial line, the patient could have potentially bled out quickly.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection, the pressure tubing was received separated from the male luer. The male luer was not returned for evaluation. The end of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 8/2/2024.